Event description:
Reference manufacturer number: 1627487-2021-01514. It was reported that the patient's drg leads had migrated. In turn, the patient underwent surgical intervention wherein the drg leads were explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced high impedance due to lead migration was reported to abbott. As a result, the patient's lead(s) were explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.